Event description:
It was reported that the patient complained of chest pain and was seen in the emergency room. A remote monitoring transmission noted possible intermittent ventricular oversensing on the stored strips. The non-physiologic intervals appear to inhibit. The lead was noted to be programmed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).